Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. The customer did not provide a lot number for the suspect device. Therefore, a review of the device history record and complaint database could not be performed. A f/u report will be submitted when the investigation has been completed. Eval, method: device history record and complaint database could not be reviewed. Conclusions: a f/u report will be submitted when the investigation has been completed.

Event description:
After pressurizing the saline bag to 250 - 300 mmhg, the customer reported that the roller clamp would not close off all the way, the roller would pop out, and that the roller was difficult to manipulate. The customer reported that this happened four times. No lot number was provided by the customer. The customer will not be returning any devices for eval. No harm or injury was reported. This is one of four reports for this event: 1721504-2011-00103, 1721504-2011-00104, 1721504-2011-00105.